Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck with a non-boston scientific guidewire. The catheter and the wire were removed as a single unit and the procedure was completed with a different device. No patient complications reported.